Manufacturer narrative:
Correction : this report is to retract 2017865-2023-36912, the same issue was reported in 2017865-2023-36926.

Event description:
It was reported that the patient presented with right atrial (ra) lead oversensing noise with pacing inhibition. The ra lead was capped and replaced on (B)(6) 2023. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
Further information was requested, but not received.